Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measuring at 2000 ohms. Technical services stated that there were some stored events of myopotential noise marked as non-sustained ventricular tachycardia (nsvt). The healthcare professional requested to perform a hospital evaluation. (B)(6) representative recommended reprogramming options. This pacemaker device remains in service. Additional information received indicated that the patient was brought in clinic and reprogrammed, unipolar pacing and bipolar sensing were performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).